Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent out of range impedance measurements and noise. Programming options discussed. No adverse patient effects were reported. The lead remains in service.